Event description:
The customer reported that 5 of 8 cases on a single day had corneal burns. The surgeon was using the same handpiece in all five cases. The patient condition is unknown. The surgeon has instructed that no documentation about the events will be provided. This report is for one patient; for additional patients see mfg. Report#'s. 2028159-2007-00480, 2028159-2007-00481, 2028159-2007-00483, 2028159-2007-00484.

Manufacturer narrative:
The service representative checked the system, and was unable to duplicate any problems. The machine met specifications. The service representatives noted that the customer reuses tips for "a couple of days." When the corneal burn occurred some of the cases were near the end of a tip cycle reuse. The tips are labeled as single use devices; we do not recommend re-use of single use devices. Other doctors in the facility had used the same system with no reported problems. A review of the service requests associated with this system for the last 36 months also did not indicate any additional calls for the reported issue. Additionally, this review did not indicate an adverse rate of service trends for the reported issue. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report mailed in to FDA on: 11/8/2007.